Event description:
A malfunction alarm was reported, identified by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer was provided with information on resetting the pump, and a technical support representative assisted in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to report any future issues.